Event description:
It was reported on (B)(6) 2025 an 8-6mm amplatzer duct occluder was selected for implant using a 7f non-abbott delivery sheath. During implant the occluder took on a cobra shape. The occluder was not released from the delivery cable. The occluder was removed from the patient. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Correction: please retract this report 2135147-2025-04827, the same issue was previously reported as 2135147-2025-04816.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 an 8-6mm amplatzer duct occluder was selected for implant using a 7f non-abbott delivery sheath. During implant the occluder took on a cobra shape. The occluder was not released from the delivery cable. The occluder was removed from the patient. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. There were no adverse effects to the patient. The patient status was stable.